Event description:
The user facility reported that the involved tr band had to have more than 20cc of air for hemostasis. The patient was not injured, medical or surgical intervention was not required. Additional information was received (B)(6) 2023: the procedure performed for the patient was a selective coronary angiogram. Within seconds after the application of the tr band additional air had to be added. Hemostasis was achieved with original band. The procedure was successful.

Manufacturer narrative:
The actual device has been received for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to report that this reported event was reassessed and deemed to be a not reportable event based upon an internal review. The internal review found that the initial report submitted for this event was inadvertently submitted.